Event description:
Zenith implant procedure was planned as a three-piece modular device with embolization of the right hypogastric artery. The main body graft was advanced through the right femoral artery and deployed as designed. Contralateral and ipsilateral leg grafts were deployed without any noted problems. Final angiogram noticed that the left hypogastric was partially covered by the contralateral leg graft. A balloon catheter was placed inside the contralateral leg graft and utilized to "push" the distal portion of the leg graft upward and off the orifice of the left hypogastric. Subsequent angiogram performed showed the left hypogastric artery open and patent. No endoleaks were observed during viewing. Procedure was concluded.